Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to duplicate the customer's reported issue. During bench testing ventilator immediately shut down, when the ac adapter was removed. Further testing revealed a solid red charge status led, due to a fully depleted battery. Review of event trace reveals multiple ¿ln vent1¿ conditions ranging from the dates of (B)(6) 2016. All other event trace entries are consistent with normal ventilator operation. The service technician replaced the internal battery and reported issue was resolved. Unit passed all testing and meets all carefusion manufacturer specifications.

Event description:
The customer reported model lap top ventilator 1150 shut down while connected to a patient. The ventilator was unplugged from the wall and immediately shut down. The ventilator did not run on internal battery at all. The patient was removed from the unit and provided positive pressure ventilation via bag valve mask until being placed on backup vent. The customer confirmed there was no patient harm associated with the reported event.